Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing came loose from the cartridge tubing. Reportedly, the loose connection caused insulin to leak from the luer lock. The customer tightened the tubing to address the issue. Customer's blood glucose level was 404 mg/dl.